Manufacturer narrative:
Investigation included technical support assessment and user-directed corrective actions. Investigation of this case revealed that hyperglycemia resolved after replacing infusion supplies, suggesting the initial set or site was not effectively delivering insulin. It was concluded that the event was consistent with hyperglycemia of unclear cause, likely related to infusion site or supply performance rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 294 mg/dl and rising trend after eating beef jerky, and a supply change was recommended due to concern for inadequate insulin delivery; the user subsequently performed a supply change, noted a bloody infusion site, and blood glucose decreased to 103 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included user education and troubleshooting with return to target glucose.